Event description:
Medtronic sprinter rapid exchange balloon dilation catheter failed. Balloon placed in right coronary artery in calcified vessel and after 4 dilations, unable to remove balloon from vessel. Nitroglycerin 200 mcg given intracoronary. Balloon remained stuck. Balloon reinflated again for fifth time and burst with blood noted in indeflator device. Then wire platform that the balloon is on removed without balloon and tip of wire attached. Burst balloon remained in vessel. Cardiothoracic surgeon called and at table side for consult. After consultation, procedure continued with leaving balloon/wire tip in vessel and adhered to vessel wall with stents. Pt remained stable throughout entire procedure but went to ICU for precaution post procedure.